Event description:
The reporter stated, the surgeon implanted a aq5010v three piece silicone lens in the pt's left eye on (B)(6) 2010. Adverse event was observed on (B)(6) 2011. The lens was rubbing against iris location. Lens was removed due to pt having persistant uveitis, increased eye pressure and possible uveitis glaucoma hyphema syndrome. Add'l suture was used at time of iol removal. No other lens was implanted. Pt's last visit on (B)(6) 2011. Continuing with glaucoma, anti-inflammatory and steroid drops.

Manufacturer narrative:
Eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).